Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon burst. The procedure was completed with another 2.00mm x 20mm maverick balloon catheter. There were no patient complications were reported. The patient status was good.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon burst. The procedure was completed with another 2.00mm x 20mm maverick balloon catheter. There were no patient complications were reported. The patient status was good.

Manufacturer narrative:
D4: lot number - corrected from 29767444 to 29563301 d4: expiration date updated

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon. The balloon was loosely folded, and a pinhole in the balloon was located 7mm from the proximal end of the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon burst. The procedure was completed with another 2.00mm x 20mm maverick balloon catheter. There were no patient complications were reported. The patient status was good.